Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump alarmed downstream occlusion. Patient denied any tubing kinks or closed clamps. Fingertip pressure to port site did not resolve alarm. Tubing clamped, cassette removed and tapped on hard surface. Cassette reattached, tubing unclamped and pump restarted. Display reads running but after pump cycled alarm returned. Alarm then cleared but returns once again after another cycle. No patient injury reported.